Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4). Voluntary medwatch reference: mw5183555.

Event description:
It was reported to resmed that an aircurve 10 st device unexpectedly shut down during use on a hospitalized hospice patient. It was reported that the interruption in therapy resulted in significant oxygen desaturations. It was reported that the patient¿s discharge from the hospital was delayed. Therapy was continued using a replacement device.